Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient called and reported his device has not been recharged in over two years and he wants to try and reset the ins in order to have an MRI. It was overdischarged. No symptoms were reported. On (B)(6) 2021, additional information was received from a manufacturer representative (rep) who was doing a trickle charge for an ins in overdischarge and she couldn't get the battery back on after several hours. Pt hasn't used device is over 2 years. Rep wanted to know what to do for MRI eligibility. Technical services reviewed MRI eligibility form is needed from managing hcp. The physician mode reset was unsuccessful and the physician will order a CT versus MRI for this patient. On 2021-aug-04, additional information was received from the manufacturer representative (rep) reporting that no additional attempts will be made to bring the patients battery out of overdischarge as determined by the patient and the physician. It was indicated that the patient would be getting a CT scan instead. They indicated that they may get a potential explant in the future as they had not used the device in over 2 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mdt rep was doing a trickle charge for ins in od and she can't get the battery back on after several hours. Pt hasn't used device is over 2 years. Rep wanted to know what to do for MRI eligibility. Tss reviewed MRI eligibility form is needed from managing hcp. The physician mode reset was unsuccessful and the physician will order a CT versus MRI for this patient. (B)(6) 2021 e1, e2 (rep): additional information was received from the manufacturer representative (rep) reporting that no additional attempts will be made to bring the patient¿s battery out of overdischarge as determined by the patient and the physician. It was indicated that the patient would be getting a CT scan instead. They indicated that they may get a potential explant in the future as they had not used the device in over 2 years.(B)(6) 2021 e3 (rep) additional information received. Rep reported surgical intervention is not planned or scheduled at this time.